Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number:3006705815-2019-03289. It was reported that one of the patient was experiencing a buzzing sensation in their left upper chest and shoulder. Physician confirmed the leads had migrated. As a result, surgical intervention was undertaken on (B)(6) 2019 wherein one lead was successfully repositioned. Effective therapy was restored and the buzzing sensation was resolved. It is unknown which lead had migrated, as such both will be reported.